Manufacturer narrative:
The following fields were updated: d1 brand name d2a common device name d4 model #, catalog #, serial # and UDI # g4 510k results of functional testing indicate the performance monitoring check shows memory problems at the physio and primary servers. The complaint was escalated for technical investigation and the results indicate memory issue with the current software. Based on the information available and the testing conducted, the cause of the reported problem was memory for current number of central stations. The philps field service engineer (fse) recommended upgrading the application software. Additional information regarding the resolution was requested. The fse reported the customer has not upgraded the software at this time.

Event description:
The biomed reported they lost monitoring on multiple floors and wireless access point was flashing yellow. Biomed has had the need to reboot the primary server to get all the hosts connected back to the system. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips field service engineer (fse) went to the customer's site. The fse reported the performance monitoring check shows memory problems at the physio and primary servers. All units are also running b.02.12. It is recommended to upgrade the application software to b.02.18. The fse gathered the device logs.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.